Manufacturer narrative:
No signal too low, unexpected restart, program alarm anomaly, watchdog timeout, watchdog set test failure alarms or audio/beep anomaly noted during testing. Insulin pump passed unexpected restart error test and self test. All operating currents are within specs. Off no power test passed. No unexpected blank display anomaly noted during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device had a blank display. Device prompted to reset the time and date after a battery change. Customer's blood glucose was 586 mg/dl. During troubleshooting, found signal too low, unexpected restart, program alarm anomaly, watchdog timeout, watchdog set test failure alarms in history. Display returned after troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.